Event description:
X-ray console displayed "limit switch engaged, please call service" message. System was rebooted x 2 by staff with no changes. Pt was subsequently moved to another room for their procedure. Philips technician contacted. FDA safety report ID# (B)(4).